Event description:
In a lobectomy case, the universal stapler has been used to fire 8 reloads before. After loading the 9th reload which used to transect the lobar fissure, surgeon pushed the green button and squeezed the handle. When squeezing for second time, the endo gia tristaple purple reload was jammed and the handle cannot be squeezed again. So the surgeon pulled back the black release knob and the reloads successfully released. Then surgeon changed another new endo gia stapler and endo gia tristaple 45mm purple reload and the problem solved. How was it detected: procedure .type of procedure:video-assisted thoracoscopic surgery (vats) .medical intervention required? No. Was re-intubation/re-cannulation necessary? No. Was surgery time extended by 30 mins or more? No. What is the current condition of the patient?the patient is fine.*patient involved. *no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* universal 12mm single use instrument and one endo gia* 45mm articulating medium/thick reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. . Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was partially fired. Staple pushers were visible slightly before the 3cm cut line indicating the point where the handle compression had stopped. Additionally, there was a back extruded staple observed embedded in the pushers on the proximal cartridge surface. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).